Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. We the technicain checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the angle wire fluid damage, the light guide cable coating damage, the light guide cable compressed (short in length), the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the electrical pin connector corroded, the segment steel braid deformed, the bending rubber leak, the objective lens scratched, and the lg prong top loose; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).